Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 47 year old male patient who had been admitted into the medical center with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the support the patient was on inotropes and vasopressors, but other underlying medical history was not shared. The pump was supporting when on the 2nd day of support the physician noted there was thrombus observed at the apex of the left ventricle. The pump was therefore explanted without a weaning process. Of note, the nursing staff had issues with keeping the patient therapeutic with anticoagulation. The thrombosis will be conservatively reported for hemodynamic instability due to the pump explant, however the removal was performed with no consequence to the patient and support. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d1; d3(manufacturer fax); d4(serial); e1 (initial reporter title); e3; e4 and g1(manufacturer contact fax number). The root cause of the injury was unable to be determined due to insufficient clinical details.